Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The point of separation at the proximal end of the sheath appeared rough and jagged, indicating undue force caused the breakage. The breakage was also uneven and contained rippling. The distal end of the sheath was partially separated along the score line. The total length of the sheath body measured to be 2.79" which is within specifications of 2.625-2.875" per product drawing. A manual tug test confirmed the returned sheath tab was fully secured to the sheath body. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from the catheter, while withdrawing from vessel until sheath splits down its entire length. Caution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of separated sheath tabs was confirmed by complaint investigation of the returned sample. The sheath tab was disconnected from the body and contained rough and jagged edges, indicating undue force caused the breakage. Dimensional inspection and a device history record review were performed based on sales history with no relevant findings. Based on the appearance of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the peel away sheath broke during PICC insertion. No patient injury or complication reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the peel away sheath broke during PICC insertion. No patient injury or complication reported.